Manufacturer narrative:
Correction for field b5 narrative, h1 patient information and e1 physician information.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker was unable to be released from the delivery catheter. Both, device and delivery catheter were removed from the patient's body and were ultimately released. It was then observed that a tether bullet had broken off from the delivery catheter. The delivery catheter was replaced, and the same leadless pacemaker was successfully implanted. The patient's condition was stable.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker was unable to be released from the delivery catheter. Both, device and delivery catheter were removed from the patient's body and were ultimately released. It was then observed that a tether had broken off from the delivery catheter. The delivery catheter was replaced, and the same leadless pacemaker was successfully implanted. The patient's condition was stable.

Manufacturer narrative:
The reported events of separation failure and tether break were confirmed. As received, a complete catheter was returned with one of the tether bullets broken at the distal end. Visual inspection found both tether wires aligned without the tether bullet at the released distal wire end. Dimensional analysis of tether distal wires, stationary tether bullet, and protrusion length was measured within the product specification. A scan electron evaluation verified the fracture of the released tether wire was initiated by fatigue, subsequently a fast overload ductile fracture occurred.